Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) visited the user facility on december 8th, 2023. The fse could not confirm the users complaint. It was noted that there was image disruption of turning black and white. The issue was resolved by adjusting the parameters and converting the format to serial digital interface (sdi) instead of luminance chrominance (yc). Based on the results of the investigation and because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center¿s screen drops out frequently. The issue occurred during an unspecified procedure and there were no reports of delays or patient or user harm associated. Related patient identifier: (B)(6).